Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. Blood glucose levels at the time of hospitalization 856mg/dl. Customer was put on an insulin drip and was given fluids. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).